Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 550 mg/dl. The customer had not reported the symptoms and treated with manual injection. Customer's blood glucose level was over 550 mg/dl. Customer administered manual injection and logged the event with event markers to inform learning process in pump of external influence. Customer declined to troubleshoot for bent cannula. The product was not returned for analysis.